Manufacturer narrative:
Batch review performed on (B)(6) 2022 lot 2002529: 50 items manufactured and released on (B)(6) 2020. Expiration date: (B)(6) 2025. No anomalies found related to the problem. To date, 26 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 month and a half, the surgeon performed a washout and revised the poly and the surgery was completed successfully.